Event description:
The reporter states, that she obtained the following blood glucose comparison results on the accu-chek compact plus system: 76mg/dl and 33mg/dl; 37mg/dl and 210mg;dl, 37mg/dl and 73mg/dl; 210mg/dl and 73mg/dl. All aforementioned tests were obtained within 10 minutes. The reporter treated the customer with fruit snacks after obtaining the 76mg/dl and 33mg/dl blood glucose comparison. No adverse event reported. The suspect product was not returned to the manufacturer for evaluation.